Event description:
Information was received from a patient regarding an external device. Patient reported they were not able to charge the implanted neurostimulator since yesterday. Patient stated the controller screen went yellow and the controller would not start up. Patient stated the controller showed screen 52 and controller went blank. Patient services specialist asked clarifying questions, the controller was 100% and ins was 50% when they started charging the ins yesterday. Patient mentioned the recharging antenna was dropped on the floor. Ps asked patient to connect with controller and controller showed memory problem, data has been lost, repeat the set up process. Ps reviewed how to correct date and time and patient corrected the time but not the date. Patient stated they have reset the controller and had trouble with the reset. Patient stated the controller was plugged into the outlet and was recharging. Controller showed implanted neuro stimulator red, controller 0% and recharging with green light flashing. Ps asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. The issue was not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): , h3: product ID: 97755-s, serial/lot #: (B)(6) was retuned for product analysis. Analysis found the complaint was unable to be ve rified. They found no issues with finding or charging the implantable neurostimulator (ins). Also, there was a "get manufacture struct command and response/osiris error recharger antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.